Event description:
Procedure: vats lobectomy. According to the reporter: stapling the bronchus at the time of firing looked as if bronchus stapled. When checking bronchus at the end of the case, it looked as if most staples did not form when fired. The staple line was over sewn by hand which increased the surgical time by 1.5 hours. There was no unanticipated loss of tissue. There were 9 firings. It was reported that the stapler broke on the last firing. No impact to pt other than extended surgical time.